Event description:
It was reported that this lead was an attempted implant. The lead was placed in the patient; however, the helix could not be extended despite many attempts. Additionally, high thresholds were noted. A replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.